Event description:
It was reported that during a cholecystectomy procedure that the jaw did not open after clipping the blood vessel. Another like device was used. There was no patient consequence.

Manufacturer narrative:
D4: h4, 6: information anticipated, but unavailable at this time.